Manufacturer narrative:
B3 date of event unknown. One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. The reported issue was confirmed during functional testing, which reproduced the reported issues. The investigation traced the issue to the device alarm, which had been configured to loudness level 1 instead of level 2. However, no root cause was determined for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device alarm was configured to level 2, and the pump speaker and main board were replaced.

Event description:
It was stated that the pump had a primary audible alarm background test, auxiliary control unit watchdog failure and many errors in its history log. There was no patient involvement and the event occurred during pre-use.